Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model #fg-5400-00m, s/n: (B)(4). Soundstar eco ge 8f., model #m-5723-18, lot #g9012694. Lasso nav 2515,22p splithandle, model # d-1343-01-s, lot unknown. Non-bwi ring catheter, model and lot numbers unknown. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, a sheath, a non-bwi ring catheter, and a thermocool smarttouch bidirectional navigation catheter were in place, as the physician was checking the electrical potentials of the pulmonary veins. The patient experienced chest discomfort. Tamponade was confirmed via soundstar catheter. Pericardiocentesis yielded an unknown amount of fluid. Bleeding persisted and the remainder of the procedure was aborted. Thoracotomy was performed. Patient became stable with surgical intervention. There is no information regarding hospitalization. Patient condition is improved. Physician did not provide causality opinion. There were no issues reported with the ablation catheter prior to use or during the procedure.

Manufacturer narrative:
Additional information was received on 6/27/2016: a transseptal puncture was performed on the patient using an rf needle, no error messages were observed on any biosense webster equipment during the procedure, and the adverse event was noticed during the mapping phase. (B)(4).